Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other cds referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was deployed but the delivery shaft did not separate from the clip. Troubleshooting was performed for approximately five minutes and the clip was successfully deployed. The second clip delivery system (cds) was inserted and inadvertently advanced out of the steerable guide catheter (sgc) without echo guidance, so the cds was pulled back into the sgc but the clip became caught on the sgc soft tip. Troubleshooting was performed and the clip was advanced out of the sgc, clip was closed tighter and the cds was successfully removed from the anatomy. Another cds was used without incident. Two clips were successfully implanted reducing mr to trace. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.